Manufacturer narrative:
There has been a previous report received. Where this malfunction resulted in a serious injury. Therefore, it must be presumed, that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable, per 21 cfr part 803. This MDR submission is a late submission. A nc has been issued.

Event description:
Patient reports, the top and bottoms aligners were damaged on day 1. And look distorted on the back molars. Review of photos provided showed, u2 was not all the way in, but l2 was wnl (within normal limits). Byte cst (clinical team support) requested, clarification whether u2 can be seated properly. L2 confirmed, to be comfortable. And tips for step #2 were provided. Cst follow-up found, issue persists despite applying the tips provided. And suggests possible MFR error. Attempts to collect additional information in progress. Cst noted, that sharp edges were present at start and noticed that l1/u2 are the aligners with fit issues and u1/l2 fit wnls.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.